Manufacturer narrative:
Additional info: visually confirmed approximately ~3 mm of both of the instrument tips have been broken off, consistent with interface during usage. Dimensional inspection of relevant dimension verified conformance to print specification. Material hardness also confirmed to be conforming. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, with the tip just below the fracture surfaces are plastically deformed, consistent with torsional overload.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion revision surgery to extend a previous construct to l2-s1. It was reported that the tip of the driver broke off during use. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.